Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell from a ladder. High thresholds, low sensing undefined high impedance, oversensing and lead fracture were noted. It was noted all numbers were stable prior to patient fall. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.